Manufacturer narrative:
This event was previously reported. See MFR. Report number: 3006630150-2023-04997.

Event description:
It was reported that following a non-device related surgery, the patient developed an infection at the ipg site and was hospitalized. The patient was treated through a course of antibiotics.

Event description:
It was reported that following a non-device related surgery, the patient developed an infection at the ipg site and was hospitalized. The patient was treated through a course of antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over six months from the date the manufacturer was made aware.